Event description:
It was reported that pump experienced malfunction alarm. The customer's blood glucose (bg) level was displayed as ¿high"; however, a specific value was not provided. A manual injection was administered to address elevated bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed sucessfully.